Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl. The customer treated through insulin pump. Customer's blood glucose level was over 400 mg/dl and the sensor glucose reading was 430 mg/dl. Customer declined troubleshooting. The sensor was not returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during testing. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).